Manufacturer narrative:
A ge service representative performed an onsite investigation. This reported issue could not be duplicated. The service representative recommended rebooting of the system. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had only black images. No patient injury was reported.